Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet would not boot up. Upon initial inspection, the field service engineer (fse) observed that the station was prompting for a bios password. The fse powered the station off, reset the sata hard-drive cables, and performed a power-dissipation reboot. After leaving the station powered off for five minutes, the fse powered it back on. The station attempted to run an automatic windows error repair but remained stuck at 128 of 63,356. The fse contacted medbank support, who advised replacing the hard drive. The fse proceeded to replace the hard drive, and medbank support took over from that point. This issue was identified and addressed as part of the proactive inspection process. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 machine did not boot up after an outage. The system was stuck on the "c0000034 applying update" screen, the update appeared frozen and was not progressing. Rebooting was attempted, but it returned to the same screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.